Event description:
Info received indicates the head section has a slight drift and the head up is not smooth.

Manufacturer narrative:
The technician found the head up and down hydraulic valves were contaminated. The technician replaced the head up and down valves to repair the bed.